Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/11/2021. H6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the event description is sounds like 1 device had an issue. However, according to the impacted product page it says 144 devices were involved. How many products were involved?. If more than 1, what was the issue with the other devices?. How many devices will be returning?. What was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying?. Was the needle removed from the patient during the same procedure?. What tissue/location was suturing when pull-off occurred?. Were there any unexpected outcomes or complications as a result of this suture needle pull-off event?.

Event description:
It was reported that a patient underwent a plastic surgery on (B)(6) 2021 and suture was used. During the procedure, the strand disassembles from the needle. No adverse patient consequences were reported. Additional information was requested.